Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2009. Patient experienced aches and pain in his left hip, pain in his left hip when walking and sitting, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt. He was revised on (B)(6), 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.